Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent a bilateral partial knee arthroplasty on (B)(6) 2008. Subsequently, patient underwent a right knee revision procedure on (B)(6) 2014 due to an unknown reason. The tibial tray and tibial bearing were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay correct product identification and reason for revision, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a bilateral partial knee arthroplasty on (B)(6) 2008. Subsequently, patient underwent a right knee revision procedure on (B)(6) 2014 due to a loose tibial tray and pain. The tibial tray and tibial bearing were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to correct information. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 20 states, "persistent pain." Requested but not returned by hospital.